Manufacturer narrative:
Other possible lot number 61314532, manufacturing date 03/28/2018 expiration date 08/06/2019. A review of the manufacturing records for both lot numbers indicated that the product met specifications upon release.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A supplemental report will be forthcoming when the device history record is completed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. Since these devices are indicated for pediatric patients, whose blood volume is much smaller than an adult, they cannot tolerate blood loss as easily as adults. Consequently, there is potential for patient injury. In this case, there were no patient complications noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use with a vamp junior kit a blood gas sample was drawn. While withdrawing the syringe with the access cannula, the z-site septum disk dislodged. This caused blood to come out of the z-site septum. The amount of blood loss is unknown at this time. There was no allegation of patient injury. The device was discarded due to contamination. Patient demographics were unable to be obtained. Any additional information will be submitted in a supplemental report.